Event description:
Consumer reported that the bottle of blink contacts that she had was missing the lot and expiration date on the label of the bottle. She indicated the only identification were the numbers 502420. She had been using the bottle for several months. No patient injury reported.

Manufacturer narrative:
Lot number and expiration date were determined at the manufacturing site from the returned product. Alternative report identification number (B)(4). The complaint sample was returned to the manufacturer. The site was able to determine the lot number and expiration date. Visual inspection showed the label was dirty and no identifiers were printed on it. There were scratches on the label and adjacent texts were paler than expected which could indicate the text was erased outside of our facility. Additionally if the labeling machine was not working correctly, this would not be an isolated incident. This is the only report of this nature received for this lot. Visual inspection of a retained sample was within specifications. Manufacturing records were reviewed; product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted